Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed battery out limit. The customer's blood glucose level was unknown at the time of the incident. Battery out limit troubleshoot was performed. Customer stated that the insulin pump was out of batteries greater than duration allowed by pump. The alarm was normal insulin pump behavior under the circumstances. Alarm was cleared and customer did not need further troubleshooting. Customer also mentioned insulin pump ran out of battery so troubleshooting for failed battery test was performed. Alarm cleared with batteries not recommended but customer did not need further assistance. Customer also mentioned during troubleshooting that they used to push insulin pump piston back in place. The customer was advised not to push piston back. The insulin pump will not be returned for analysis.